Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date it was reported that the patient was hospitalized for a suspected perforation and complaints of foul smelling discharge and swelling at the stoma entrance. It was reported that the patient received unknown antibiotic for the stoma site infection. It was reported that the patient underwent an abdominal tomography scan. No perforation diagnosis was made, and the suspicion improved.